Manufacturer narrative:
Voluntary medwatch form number: mw5068556. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd-legacy® 1 pump was in use with a patient when it was observed that the pump had not been running for two days. The patient observed the issue when he awoke on the date of the event. The patient restarted the pump at the previously set rate and dose (210 ng/kg/min, continuous intravascular administration, drug unknown) with a backup pump. The pump had been in use from 2016 to the present. Due to the incident, the patient did not feel well, had elevated heart rate, and required more oxygen. The patient spoke with a physician and was advised to obtain a new pump and contact the physician if condition worsens. No permanent injury was reported.